Manufacturer narrative:
It was reported that during a da vinci assisted surgical procedure, when using a backup stapler sureform 45, the blades did not retract on two triggered black magazines and many clamps did not close. Based on the claim against the product by the customer noting a stapling issue, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which revealed pr# 583387 and pr591388 are related records of pr# 583382. A review of the system logs were performed by a failure analysis engineer. Logs show pn 480445-04, ln t91220211-0124 was installed on usm 3, 3x and fired 3 reloads (3 green). Prior to the first fire, there were 9 incomplete clamps and 2 completed clamps. Completion percentages for the incomplete clamps ranged from ~56% to ~68%. Following the final completed clamp, there was a firing failure, failing at ~92% completion, after a duration of ~37 seconds. On install 2, there was one completed clamp followed by another firing failure at ~86% completion, after ~36 seconds. On install 3, the system failed to detect the reload color and the user manually selected the green reload via the gui on the ssc touchpad. There was one incomplete clamp, failing at 98% completion, followed by a successful clamp. Firing on this install failed at ~20% with error code 22030 shown in the msc logs. Parameters of the error indicate that the lockout was detected during firing. The tool was then force expired by the system (error code 282 in the msc logs), due to the lockout detection. Next, logs show pn 480445-04, ln t91220211-0117 was installed on usm 3, 3x and fired 3 reloads (3 black). There were no incomplete clamps by this instrument. On install 1 firing was completed with 4 pauses for compression. On install 2, the completed clamp was followed by a firing failure at ~62% completion, after a duration of ~34 seconds. Max toque was ~2-3x normal. On install 3, the system failed to detect the reload color and the user manually selected the black reload via the gui on the ssc touchpad. Firing was completed with no pauses for compression. There were no errors for this instrument in the logs. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the blades did not retract on black reloads, and many clamps did not close from the staple line with unknown cause. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload or if the staples were not fully formed. At this time, it is unknown what caused the event to occur.

Event description:
It was reported that during a da vinci assisted surgical procedure, when using a sureform 45 stapler instrument, the blades did not retract on two triggered black magazines and many clamps did not close. Two other magazines worked properly. The procedure was completed with a backup stapler and a new reload with no patient injury and with a delay of around 5 minutes. It was unknown if a fragment fell into the patient. On (B)(6) 2022, intuitive surgical, inc. (Isi) contacted the site/reporter and obtained the following additional information regarding this event: the problem was identified during the procedure, and it was unknown if a fragment (staple) fell into the patient. There was a delay in the procedure of around 5 minutes, the instrument was not checked before use. The bowel resection on the large bowel was the surgical task that was being performed at the time. The clamps have not been retracted in two triggered black magazines and many staples have not been closed. The black reload was selected for the bowel resection. The stapler was successfully installed, but a message was displayed that the tissue to be resected was too thick. Then it was found that the resection blades were not completely retracted, and many staples were not properly closed at the staple cartridge. The stapling device was in use for around 5 to 10 minutes. The surgeon had some problems with clamping before releasing the staples because the tissue was too thick. The surgeon was able to resolve the problem by using a spare stapler and a new reload. No pictures of the device(s) or a video recording of the procedure available for isi to review can be disclosed. On (B)(6) 2022, isi contacted the site/reporter and obtained the following additional information regarding this event: no x-ray or ultrasound examinations were done. The reloads have already been sent to isi for testing. No additional information could be provided about the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the black sureform 45 stapler reload involved with this complaint and completed the device evaluation. The stapler reload was found to have the knife exposed within the knife track. The knife was facing downward and wedged into the sidewall of the cartridge body. The stapler reload was found to have a firing failure. Common causes of an exposed stapler reload blade are typically attributed to mishandling/misuse of the device. For example: firing across a staple line or other obstructions. Additional observation: the stapler reload cover was removed to access the internal components of the reload. The shuttle was broken into two pieces. One piece has the knife attached to it and wedged into the sidewall of the cartridge body. Any potential fragments would have been retained inside the cartridge and shuttle cover. Common cause of this failure is attributed to mishandling/misuse of the device. The probable root cause of the exposed component can be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. This issue can be resolved by using an alternate accessory to complete the procedure.